Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient had a blood-purification central venous catheter and an accessory implanted for hemodialysis. After the operation, the patient received regular hemodialysis in the hospital three times a week. After a year, when the catheter was implanted, the patient was admitted to the hospital due to dizziness after more than 4 hours of treatment. During the physical examination, the doctor found that the semi-permanent catheter in the right jugular vein was swollen. The blood-purification central venous catheter tube swelled without obvious cause, and there was a risk of thinning and rupture after the tube swelled. Although the swollen tube has not caused substantial harm to the patient, there was a risk of rupture. Once the tube ruptures, the catheter in the patient's body will not be able to be used normally, and hemodialysis cannot operate normally, which will threaten the patient's life. After rupture, it needs to be removed and implant a new qualified blood purification central venous catheter again, causing secondary physical and mental harm to the patient. Close observation and immediate removal of the tube after it ruptures were the preliminary actions taken. There was no leak and no luer adapter issue. There was no rupture on the catheter when the event was observed. There was no damage/defect to the catheter itself. No unusual observed on the device prior to use. Flushing/priming was done with normal result. No any products being utilized with the device. There was no any other visible defects/damages found on the product. Catheter was not replaced but intervention was done to the catheter itself. No blood loss and transfusion was not required. No intervention/treatment done to the patient as a result of the event.